Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
Primary tha surgery was performed on (B)(6) 2016. After the surgery, the patient fell, the cup deviated and the screw broke. On (B)(6) 2016, revision surgery was performed.

Manufacturer narrative:
An event regarding loosening involving a trident shell was reported. The event was not confirmed. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar), the report stated: the shell and the insert indicated nothing remarkable of note. A material analysis report concluded: no material or manufacturing defects were observed on the device features examined medical records received and evaluation: no medical records were received for review with a clinical consultant device history review: review indicated all devices were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: review indicated there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Additional information, including operative reports, progress notes and x-rays are needed to fully investigate the event. If further information becomes available this investigation will be re-opened.

Event description:
Primary tha surgery was performed on (B)(6) 2016. After the surgery, the patient fell, the cup deviated and the screw broke. On (B)(6) 2016, revision surgery was performed.